Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem. Patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2010 and (B)(6) 2011. Programmer alert event data show 3 - patient alerts for "rv pacing lead impedance not taken" in the same timeframe.

Event description:
It was reported that a wireless alert was transmitted for lead impedance measurement not taken. A few days later another transmission was sent for the same reason. The clinic did not want to be notified of this condition. A few weeks later the patient heard the alert tone again and went into the clinic for evaluation. The alert was for impedance measurements not being taken on the right ventricular pacing and super vena cava coils of the lead. The clinic did not want the patient to hear tones for this and the tones were turned off for the lead. No patient complications have been reported as a result of this event.